Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, then it will be submitted in a supplemental report.

Event description:
It was reported that: "it was reported by the pt that ever since her hip surgery, she has been experiencing pain. Pt stated before her hip replacement, she had osteotomy surgical procedure as a younger child. Pt also stated that the orthopedic surgeon dr is no longer available. A couple of years ago, she visited a surgeon by the name of dr. (B)(6) and x-rays were taken but he stated to the pt that the implant looked to be in place. Pt wanted to know if her implants were part of the recall. I ask the pt if it was ok to contact her surgeons and she stated that would be fine but they both no longer work in her area."